Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and nerve stimulation. The atrial lead was revised to a better spot and remains in use. No further patient complications have been reported as a result of this event.